Event description:
Patient called at 7:55 pm and was concerned that they were getting double their basal insulin rate. The pump's history (stored in the pump memory) was reviewed with patient. The recorded basal delivery corresponded to their programmed basal. The patient reported that their family member had found patient unconscious earlier in the day and they were taken to the hospital by ambulance. While at the hospital, they received glucagon.